Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and the keypad buttons are not responsive. Customer's blood glucose was 101 mg/dl at the time of incident. Troubleshooting could not be done because the customer lost the battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage to the keypad traces during visual inspection. No unexpected numbers scrolling during testing noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.